Event description:
It was reported to philips that there was an oil leakage, which caused low load fluoroscopy, impacting patient procedure. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that, although the issue occurred while the system was in clinical use, the procedure was not impacted and was completed using a different as the issue was identified during the preparation process. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up. Troubleshooting and review of the system log files identified an error message of ""low load fluro flavor selected, tube anode problem." It was confirmed that the quick connector between the oil pipe and the tube needed to be reconnected. The fse reconnected the quick connector. After this repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.